Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about a month ago or maybe 4 to 6 weeks ago. Patient stated when they plugged the recharger into the controller and placed the paddle over the implant within 10 seconds an error message would display and the controller would shut off. Message was 'rm03'. Patient noted it took them 2 to 3 hours to charge their implant from 70% to 100%. Patient noted the paddle got really warm when charging the implant. An email was sent to the repair department to replace the recharger. See previous case for the report of patient received a replacement controller and recharger for the rm03 message.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. H3: analysis of the 97755 recharger (rtm) (s/n ) revealed an antenna test temp failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-19 rpl 444200 rtg0660499 (con): information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about a month ago or maybe 4 to 6 weeks ago. Patient stated when they plugged the recharger into the controller and placed the paddle over the implant within 10 seconds an error message would display and the controller would shut off. Message was 'rm03'. Patient noted it took them 2 to 3 hours to charge their implant from 70% to 100%. Patient noted the paddle got really warm when charging the implant. An email was sent to the repair department to replace the recharger. See previous case for the report of patient received a replacement controller and recharger for the rm03 message. Patient's eyesight was not good.